Event description:
It was reported that the patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead due to an unknown reason. Additional information was received that the reason for the revision was that the patient had loss coverage due to the paddle placement. The patient was doing well postoperatively. The explanted leads were not returned, and they were kept by the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074930.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50 , serial: (B)(6), batch: 7074930.

Event description:
It was reported that the patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead due to an unknown reason.